Event description:
The reporter stated that they did meter to hcp meter comparison tests, within 10 minutes. Their meter reading was 121 mg/dl, and the hcp meter at the hosp (also surestep) read 238 mg/dl. Reporter did not have any symptoms. A control solution test was in range. On followup, the reporter confirmed the tests as reported. They stated that they always checks the test strip confirmation dot for enough blood. No harm was alleged.